Event description:
It was reported to philips that emergency stop was being active, and system was unable to perform any geometry movements. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.